Manufacturer narrative:
Product event summary: two batteries were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed one critical battery alarm due to a communication error involving bat595612. Analysis of the data log files revealed two premature power switching events that were due to momentary disconnections and one premature power switching event that was due to a communication error involving bat595611. Data log files also revealed a relative state of charge (rsoc) between 101-201 involving bat595611, which is indicative of a communication error. As a result, the reported events were confirmed. A power source lubrication procedure was performed on the associated devices in accordance with the requirements on 10/jul/2019 to mitigate the reported conditions. The most likely root cause of the reported power switching event can be attributed to momentary disconnections and/or communication error between the controller and battery. The most likely root cause of the reported critical battery alarm can be attributed to a communication error between the controller and battery. Possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation was completed to investigate momentary disconnections. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that one battery exhibited communication errors. The battery remains in use.

Manufacturer narrative:
Product event summary: two batteries were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed one critical battery alarm due to a communication error involving bat595612. Analysis of the data log files revealed two premature power switching events that were due to momentary disconnections and one premature power switching event that was due to a communication error involving bat595611. Data log files also revealed a relative state of charge (rsoc) between 101-201 involving bat595611, which is indicative of a communication error. As a result, the reported events were confirmed. A power source lubrication procedure was performed in accordance with the requirements on 10/jul/2019 to mitigate the reported conditions involving bat595611 and the battery remained in use. The most likely root cause of the reported power switching event can be attributed to momentary disconnections and/or communication error between the controller and battery. The most likely root cause of the reported critical battery alarm can be attributed to a communication error between the controller and battery. Possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation was completed to investigate momentary disconnections. Additional products: d1: heartware ventricular assist system ¿ battery; d4: model#: 1650de / catalog#: 1650de / expiration date: 28-feb-2019 / serial or lot#: (B)(6); UDI#: (B)(4); d10: no; h3: yes; h4: mfg date: 09-feb-2018; h5: no; h6: patient code(s): c76143 h6: device code(s): c6330 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
One battery (bat595612) was not returned for evaluation. Failure analysis of the device was not performed since the unit was not returned. Log file analysis revealed that the controller in use during the reported event, con311964, contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed one (1) critical battery alarms due to communication errors involving bat595612. As a result, the reported "critical battery alarm" event was confirmed via log files review. Log file analysis did not reveal premature power switching events near the reported event date involving bat595612. As a result, the reported "power switching" event could not be confirmed. The most likely root cause of the reported "critical battery alarm" event can be attributed to a communication error between the controller and battery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited a critical battery alarm, and power switching at greater than twenty-five percent (25%) capacity. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.